Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 95% stenosed lesion was located in a severely calcified and moderately tortuous proximal right coronary artery (rca). The lesion was predilated with a maverick balloon. The physician attempted to place another MFR's stent, but was unable to cross the lesion. He went on to try the taxus express2 3.0x32mm drug eluting stent, but was still unable to cross the lesion. The physician began to remove the device and panned down to the femoral area access site with fluoroscopy. The stent was still on the balloon; however, there was contrast in the balloon. The stent had not been deployed. The tech had connected the syringe to the wrong port and went to flush the system but ended up injecting contrast into the balloon. The physician then tried to pull the device back, but the stent had been expanded enough that the stent came off of the balloon in the femoral artery. The physician obtained access through the left femoral artery and used a snare to successfully retrieve the dislodged stent. The physician went on to place 2 taxus express2 stents in the proximal rca and another in the left anterior descending artery. It was the physician's opinion that his was not a product issue. No patient complications occurred. Patient status is satisfactory.